Manufacturer narrative:
On 24-october-2019 the following analysis was performed clinical evaluation performed by medical affairs director 1 year 3 months after cementless tha the cup is revised. The cause is probably the position of the screws used to stabilize the cup during index operation: the position and length of the ventral screws required attention. This problem was not caused by a malfunctioning device.

Manufacturer narrative:
Batch review performed on 01 october 2019. Lot 175083: 100 items manufactured and released on 20-sept-2017. Expiration date: 2022-09-08. No anomalies found related to the problem. To date, 32 items of the same lot have been already sold without any similar reported event. Additional implant involved in the event, batch review performed on 01 october 2019 screws: impact 01.32.6540 cancellous bone screw, flat head ø 6,5 l 40 (k103721) lot. 168800 lot 168800: 130 items manufactured and released on 15-feb-2017. Expiration date: 2022-02-02. No anomalies found related to the problem. To date, 86 items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2018. Post-op x-rays were taken and it was observed that the patient had internal bleeding. On (B)(6) 2019, the surgeon removed 2 impact dome screw 40mm screws and revised the head and liner. The surgery was completed successfully.